Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced myocardial infarction. After ablating the left sided veins, the farawave pfa catheter had issues with spline bunching in the right superior pulmonary vein (rspv). Two splines were stuck together even after different manipulation methods to get them separated. The physician decided to remove the catheter from the patient to manually correct the splines and found the two splines could not be physically separated. The catheter was replaced. During the aspiration of the faradrive sheath, numerous bubbles were detected, likely due to a leaky valve. Consequently, a new faradrive sheath was prepared. During this preparation, the patients heart rate dropped below 40, and st elevation was noted by the physician. An angiography was attempted, but the physician was unable to cannulate the lca. The transient stemi required no further intervention. The pulsed field ablation (pfa) procedure of the pulmonary vein was successfully completed using the new faradrive sheath and farawave catheter. The patient is expected to fully recover. The device is expected to be returned for analysis.

Event description:
It was reported that the patient experienced myocardial infarction. After ablating the left sided veins, the farawave pfa catheter had issues with spline bunching in the right superior pulmonary vein (rspv). Two splines were stuck together even after different manipulation methods to get them separated. The physician decided to remove the catheter from the patient to manually correct the splines and found the two splines could not be physically separated. The catheter was replaced. During the aspiration of the faradrive sheath, numerous bubbles were detected, likely due to a leaky valve. Consequently, a new faradrive sheath was prepared. During this preparation, the patients heart rate dropped below 40, and st elevation was noted by the physician. An angiography was attempted, but the physician was unable to cannulate the lca. The transient stemi required no further intervention. The pulsed field ablation (pfa) procedure of the pulmonary vein was successfully completed using the new faradrive sheath and farawave catheter. The patient is expected to fully recover. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the internal valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Boston scientific investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on the information provided, the reported event of st segment elevation is considered within the risk threshold of embolism, and bradycardia is considered within the risk threshold of arrythmia. Myocardial infarction, embolism, and bradycardia are potential procedural complications. All are known inherent risk of the faradrive device.

Manufacturer narrative:
Correction to section e1 initial reporter phone and e1 initial reporter email. Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the internal valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Boston scientific investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on the information provided, the reported event of st segment elevation is considered within the risk threshold of embolism, and bradycardia is considered within the risk threshold of arrythmia. Myocardial infarction, embolism, and bradycardia are potential procedural complications. All are known inherent risk of the faradrive device.

Event description:
It was reported that the patient experienced myocardial infarction. After ablating the left sided veins, the farawave pfa catheter had issues with spline bunching in the right superior pulmonary vein (rspv). Two splines were stuck together even after different manipulation methods to get them separated. The physician decided to remove the catheter from the patient to manually correct the splines and found the two splines could not be physically separated. The catheter was replaced. During the aspiration of the faradrive sheath, numerous bubbles were detected, likely due to a leaky valve. Consequently, a new faradrive sheath was prepared. During this preparation, the patients heart rate dropped below 40, and st elevation was noted by the physician. An angiography was attempted, but the physician was unable to cannulate the lca. The transient stemi required no further intervention. The pulsed field ablation (pfa) procedure of the pulmonary vein was successfully completed using the new faradrive sheath and farawave catheter. The patient is expected to fully recover. The device was received for analysis.